Manufacturer narrative:
Additional procedure required. This MDR is being filed after the associated complaint was reviewed under remediation protocol_cap008, compliant/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
There was a cut in the base of the catheter at the base part of the PICC line, it was noted during a perfusion. The perfusion was stopped and they placed another PICC in the following days. According to the initial reporter, the patient did not experience any other adverse effects due to this occurrence.